Event description:
Problem: distal port of triple lumen catheter broke off. Pt came out of the bathroom without clamp cap or connector on distal part of triple lumen. Pt told nurse it felt like something got caught. Nurse immediately found another clamp and clamped it. An IV nurse was called and was able to pull back blood, 5cc immediately, and temporarily repaired the triple lumen end with sterile technique, cap and taped over "do not use". Md notified. Entire triple lumen removed with catheter intact.